Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was attempted to be implanted during a procedure performed on (B)(6) 2026. It was reported that, during preparation for use, the stent could not be advanced because the guidewire could not be released. Subsequently, the stent was inadvertently deployed due to hospital staff error. The device was removed, and another wallflex fully covered biliary stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event, and the patient's condition following the procedure was reported as stable.